Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. D4: batch # u5eu8z. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with a tyvek, and with three gst60b reloads present. The reloads were received fully fired. Upon further inspection, the reloads (c and d) were found to have damaged on the knife channel. In addition, a gauze was received inside of a plastic bag. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. The found damage on the deck is consistent when the device is fired over an already existing staple line. When this happens, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5eu8z, and no non-conformances were identified.

Event description:
It was reported that during lap gastric sleeve case . We had a plee60a that according to the surgeon was not opening properly. In addition throughout the case we saw blue specs inside the abdomen and noticed at the end of the case it was from the blue reload gst60b. I have collected all 3 blue reloads used in the case and a raytec with the blue spec we saw. No patient consequences were reported.